Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist of the instrument. The crimp was still attached. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci nissen fundoplication procedure, a broken cable was observed on the small grasping retractor instrument. There was no report of any fragment(s) falling into the patient, patient harm, adverse outcome or injury related to the reported event.